Event description:
It was reported that there was a loss of parasthesia requiring reprogramming only. It was noted that there was a loss of parasthesia following a slip on wet leaves. Intervention included reprogramming on (B)(6) 2013. It was noted that x-ray results were normal and device interrogation results were normal on (B)(6) 2013. Etiology was related to the device or therapy and not related to the implant. It was related to stimulation and not due to programming. It was noted that the issue resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
(B)(4).